Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with tandem technical support and occlusion was identified to be within the cartridge. Customer's blood glucose was 168 mg/dl. Reportedly, customer changed out the cartridge.